Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was obtained for use. No patient impact.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was obtained for use. No patient impact.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set including: a guide wire in its advancer, a 2-l catheter, an arrow raulerson syringe (ars), a dilator, 2 cap dusts, and a clamp fastener for analysis. No signs of use were observed. Visual inspection revealed that there were no kinks on the guide wire. Microscopic examination confirmed both welds were present and spherical. The guide wire total length measured 603mm, which is within the specification limits of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a laboratory arrow raulerson syringe (ars)/introducer needle assembly. The guide wire was able to pass with little to no difficulty. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire." A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage.". The report of swg kinked was not able to be confirmed through analysis of the returned sample. There were no kinks or other signs of damage observed on the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no root cause could be determined as there was no problem found on the sample. Teleflex will continue to monitor and trend for complaints of this nature.